Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that patient experienced new and worsening pain in the left leg radiating from knee to toes during scs trial. Trial leads were explanted as scheduled.

Event description:
Additional information received that the patient pain has resolved. MRI did not show any new abnormalities.